Event description:
It was reported that the patient's dual leadless pacemaker system went into backup mode after an ablation procedure. Upon device interrogation, pacing impedance had slightly decreased. It was also noted that its battery longevity and voltage had decreased as well for both devices. After successfully restoring the device from the backup mode, it was observed that the patient information was no longer available and had to be re-entered manually. At a later date, the patient presented for a follow up check and it was noted that the device's battery longevity and voltage had reverted to normal values. There were no patient consequences.